Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an alert for high impedance on the right ventricular lead coil and that the impedance was occasionally jumping close to 100 ohms. The lead is still in use. No patient complications have been reported as a result of this event.